Event description:
It was reported that the patient was hospitalized due to chest pain, upon interrogation the pulse generator exhibited noise. The lead would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.